Event description:
The user facility reported to terumo cardiovascular systems on (B)(6) 2013, that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked. Upon completion of the investigation on (B)(6) 2013, it was confirmed that the shunt sensor leaked at the thermowell position. On that date, the leak became reportable due to a report of a similar malfunction having caused or contributed to a serious injury in the past. No pt involvement as this occurred during prime. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Upon eval of the device the complaint was confirmed. The unit was visually inspected and pressurized, and a leak was observed at the thermowell. A review of the device history record revealed no anomalies. This unit was sufficiently cured and sealed to pass through a 100 percent leak test. The root cause, a leak from the thermowell position resulting from stress, was identified to be shipping and handling paired with the coupling of the sensor to the bpm head. All available info has been placed on file in quality management for appropriate tracking, trending and follow up.